Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at post implant device check, it was found the lv lead was not capturing. X-ray showed lv lead in cs body. The lead was explanted and replaced with a competitor lead. The patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.